Manufacturer narrative:
The unit was received with a scratched casing and minor scratches on lcd window. The unit was received with a missing retainer ring. Unable to perform displacement test due to missing retainer ring. The unit was received with scratches on display window cover, pillowing keypad overlay, cracked s elect button on keypad overlay, faded serial number label, and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump's screen was damaged. The front side of the insulin pump's case was scratched. The customer's blood glucose level was unknown. The device was returned for analysis.